Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® k2 edta blood collection tubes produced a low platelet count of "201" on the first test. The tubes were run on a sysmex instrument, stored at "room temperature", and transported "about 20 feet" at one facility and "50 feet" at the other. Additionally, it was reported that the "cbc" was run "too quickly" after the collection, "not allowing time for equilibration". As a result, the tubes were held for "5 minutes" before being run on the "sysmex" instrument. This complaint was created to capture the 1st of 8 related incidents. The following information was provided by the initial reporter: "platelet count 201(original run) it was reported that customer is having low platelet counts using the edta tubes. Update: inconsistent platelets count results." "Customer is having frequent low platelet count using the bd edta tube since the past year. Also they are having many underfilling of gold top sst tube happening frequently." We have been having trouble with platelet counts since we switched from beckman coulter instruments to sysmex, 2 years on an xn-l 550 and >4 years on an xs-1000i. One possible cause is that we were running the cbc too quickly after collection, not allowing time for equilibration. We have started holding the lavender top tube for 5 minutes after collection before running on the sysmex instruments. We have not had any erroneous platelet counts (that we are aware of) since we started this mid (B)(6) 2019. "What were the storage conditions during transportation? From collection to sysmex instrument is room temp about 20 feet at one facility and 50 feet at the other."

Event description:
It was reported that the unspecified bd vacutainer® k2 edta blood collection tubes produced a low platelet count of of "201" on the first test. The tubes were run on a sysmex instrument, stored at "room temperature", and transported "about 20 feet" at one facility and "50 feet" at the other. Additionally, it was reported that the "cbc" was run "too quickly" after the collection, "not allowing time for equilibration". As a result, the tubes were held for "5 minutes" before being run on the "sysmex" instrument. This complaint was created to capture the 1st of 8 related incidents.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.